Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s pd treatment. The ts representative advised they discontinue using the cycler and a replacement cycler was ordered for the patient. Additional information was obtained during follow up with the patient. The patient could not recall if there were alarms prior to the fluid leak, or what phase of treatment they were in. The patient had cancelled their treatment on the machine. They completed treatment by performing a manual exchange. When the cycler door was opened to remove the cassette, fluid was observed leaking out. The patient did not identify any visible damage on the cassette and did not know what had caused the leak. It was confirmed that the patient was trained on performing manual pd therapy, in addition to stat drains if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The patient discarded the cassette that was in use at the time of the event and was therefore unable to provide a lot number for the device.